Event description:
It was reported that both the right ventricular (rv) and superior vena cava (svc) portions of the rv lead impedances increased, were high and variable. The lead was reported to be fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed a fractured defibrillation conductor. It was also noted the outer tubing overlay had environmental stress cracking and blood ingression, there was outer insulation cosmetic depression, the exposed superior vena cava (svc) defibrillation conductor was pulled/stretched/overstressed/kinked/buckled.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.